Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the hysteroscopy procedure, the image of the subject device was flickered, and the user could not observe the subject. The intended procedure was completed with the subject device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. It was not possible to identify the root cause of the reported phenomenon. [Consideration] from following investigation result, it could not be judged the cause of the reported phenomenon. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -the subject device has not been repaired for the past year. If additional information is received, this report will be supplemented.